Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('daily bleeding') and iron deficiency anaemia ('caused anemia') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's concurrent conditions included asthma, depression, gerd and adhd. Concomitant products included ascorbic acid; ferrous fumarate (vitron-c) since 2018, desvenlafaxine succinate (pristiq) in 2014, duloxetine hydrochloride (cymbalta) since 2014, fluticasone propionate (proair) since 2010, hydrocodone from (B)(6) 2018, lisdexamfetamine mesilate (vyvanse) since 2014, norethisterone acetate (norethindrone) since 2018 and omeprazole since 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia/ daily bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and iron deficiency anaemia (seriousness criterion medically significant) and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: uterine fibroid"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with iron, surgery (hyst. (Full),salping (bilateral)) and requiring IV transfusion daily oral iron. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, metrorrhagia, menorrhagia and vaginal haemorrhage had resolved and the uterine leiomyoma, bladder disorder, urinary tract disorder and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet was received. Event added from pfs- uterine fibroid, bladder problems, urinary problems, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anemia. Reporter information, medical history, concomitant drug, events onset date, event outcomes were added. Fu 3, 4, 5 and 6 process together. On 18-nov-2019: no new significant information. On 18-nov-2019: no new significant information. On 18-nov-2019: no new significant information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmennorhea"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia"). The patient was treated with surgery (hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, dysmennorhea (cramping), dyspareunia, metorhagia, device monitoring procedure not performed. Reporter added, patient demographic added, essure removal date added, essure indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.